Event description:
(B)(6) np from (B)(6) called me to report an adverse event. Patient reported a shocking sensation shortly after leads were changed. Patient had her leads changed on (B)(6) by general surgeon (B)(6) at abbott (B)(6). Patient arrived at (B)(6) for an appointment on tuesday (B)(6). (B)(6) lowered patient's voltage from 8.5v to 7v to see if the shocking sensation resolves. The impedance between 2&3 is 503ohms, c & 2 345 ohms. Patient was feeling shocking sensations.